Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device suddenly started vibrating during the implant procedure and telemetry was lost when the device was programmed. Device was noted to be faulty prior to implantation. Device was not used and was replaced. Patient was stable.

Manufacturer narrative:
The reported field event of no communication was confirmed. The device did not communicate due to a depleted battery. The battery was depleted due to high current. The cause of the high input current was found to be a hybrid anomaly.